Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a thrombus on the closure device occurred post procedure. In (B)(6) 2016, a 27mm watchman ® laa closure device was successfully implanted during a left atrial appendage (laa) closure procedure. A complete seal of the laa was observed. The patient was on dual antiplatelet therapy (dapt) for the first 45 days and then aspirin. In (B)(6) 2017, at the patient's 1 year follow-up, a thrombus on the device was discovered through transesophageal echocardiogram (tee). The patient was prescribed calcine heparin and their current status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the thrombus was resolved after oral anticoagulation (oat).

Manufacturer narrative:
Event date updated from (B)(6) 2017 to (B)(6) 2017. Describe event or problem: updated. (B)(4).

Event description:
It was further reported that the patient was discharged with aspirin and clopidogrel treatment. In (B)(6) 2016, a transesophageal echocardiogram (tee) was performed and revealed good results for the appendage closure no thrombus. In (B)(6) 2017, a thrombotic stratification is noticed on the entire surface of the device with a 10 mm thickness and 25 mm extension. The patient was administered heparin with low molecular weight was associated with aspirin following tac encephalic control. It was noted that the patient is scheduled for a monthly follow-up.